Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, the patient information was not showing up on the station. A technical support specialist attempted to confirm if the issue was resolved however no response was received from the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ had an issue where the patient information was not showing up on the pyxis machine the customer reported that the there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.